Event description:
It was reported that upon receipt and inspection of the device, the user noted a tear on the sterile package.

Manufacturer narrative:
The reported event was confirmed. Received sample in unopened package for evaluation. The visual evaluation found a tear on the plastic pouch. The exact time when and how it happened could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[storage method and expiration date] 1. Storage store in a dry, cool place avoiding direct sunlight. 2. Expiration date indicated on the direct package and the outer box." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon receipt and inspection of the device, the user noted a tear on the sterile package.